Event description:
Information received indicates the right foot siderail is not staying up.

Manufacturer narrative:
The technician found debris in the latch assembly causing the siderail to not latch correctly. The technician replaced the siderail inline spring kit to repair the bed.